Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: no other observations observed on the device.

Event description:
Patient reported right rupture. The device was explanted and replaced.

Event description:
Patient reported right rupture. The device was explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203 - imaging required a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.